Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a circumflex artery. A 2.0 x 20 mm mini trek balloon catheter was advanced to the lesion and pressurized; however, the balloon would not inflate. The catheter was removed from the anatomy and an attempt was made to inflate the balloon but there were two holes in the balloon. There was no resistance removing the protective sheath or stylet or during advancement of the device. Another balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device received for analysis. Evaluation summary: visual and functional inspections were performed on the returned device. The torn material was confirmed; however the inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported torn material; however the inflation issue appears to be related to circumstances of the procedure. (B)(4).